Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device was not working. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the cylinders, pump, and reservoir of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually inspected and functionally tested. Both cylinders were detached near the proximal end of the cylinder body and the outer tube was partially separated from the cylinders. This damage appears to have occurred during explant. Leak testing could not be performed due to this damage. The ms (momentary squeeze) pump was visually inspected. During visual inspection contamination was identified inside the pump. The pump was not tested due to the contamination. The spherical reservoir was visually inspected and functionally tested. There was a leak in the reservoir kink resistant tubing consistent with explant. Based on the information available and analysis results, the reported clinical observations that the device was not working could not be confirmed.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device was not working. A new inflatable penile prosthesis was implanted. No patient complications were reported.